Event description:
It was reported that a patient was revised approximately ten months post implantation due to loosening, pain, noise, burning sensation, instability, and limited rom. During the second revision the surgeon noted scar tissue and the implant was not in correct position, confirmed loosening of tibia, and tibial implant was grinding on surrounding bone. The tibia, femur, and articulating surface were exchanged, and the cerclage cables were removed without complications. The patella was well fixed and remained implanted. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 3007963827-2023-00073, 3007963827-2021-00105 and 0001822565-2021-01323. Concomitant medical products: femur cemented (ps) standard left size 9, item# 42500606601, lot# 63526570. Tibia cemented 5 degree stemmed left size g, item# 42532007901, lot# 64072967. Stem extension tapered cemented 14 mm diameter +30 mm length, item# 42557000114, lot# 64288130. 3 unknown cerclage wires. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d2, g1, g3, g6, h1, h2, h3, h6, and h10 no product was returned, or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified that there is no intra-op complication during the first revision surgery. Ten days post op, the patient experienced pain and bleeding. Medication was prescribed for it. X-ray noted that the implants were intact with join effusion. The patient again presented with pain, loosening, but instability was noted. CT report states "postsurgical changes apparently from tibial osteotomy with a non healed bony fragment that has sclerotic type rim margins along the upper portion of the proximal tibia over about 2.25 cm in height. Below this there is partial incorporation of a bony flap/bony density along the anterior tibial cortex with persistent non healed portion along the lower aspect over about 3 cm in height also with some developing sclerosis around portions of the margins in this area. Between these two areas there is partial incorporation of bone along the anterior tibia around the middle cerclage wire that is present." Office visit shows the patient had rom 5-90 with pain with severe burning sensation, no swelling. The patient underwent revision surgery for mechanical loosening. During the revision, surgeon states "implant from first revision not seated properly, loose, and was "grinding" on the bone around the implant site." Operative notes were provided, and review found patient experienced pain, instability and implant loosening. No sign of inflammation and infection. Tibia was loose and femur was removed with minimum bone loss. Scar tissue was debrided. No complication was noted and found all implants except patella was revised. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is received which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.